Manufacturer narrative:
The pump was received with a loose drive support disk, a missing drive support sticker, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the insulin pump's drive support cap was missing. The blood glucose reading was 255 mg/dl. The customer confirmed that they have a back-up plan. The insulin pump will be replaced.